Event description:
It was reported that two exactamix 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the junction of the bag seam and port. This occurred after filling, in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured between january 16, 2023 - january 17, 2023. Two (2) actual devices were received for evaluation. Visual inspection was performed and leakage was not easily identified by initial visual inspection. Functional leak testing was performed, and leaks were identified from the spike port bonding areas on the returned samples. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.